Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
B1 (is product problem) has been ticked. Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Hematoma/access site adverse event: the cause of the asae was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a fifty-nine-year-old patient experienced a cardiac arrest at home and was resuscitated by emergency medical personnel before being diagnosed with a myocardial infarction. An impella cp device was placed prior to percutaneous coronary intervention. One day after implantation, suspected hemolysis occurred, and a femoral compression device was applied to address a groin hematoma at the access site. The hematoma resolved over time. The patient was successfully weaned from impella support after two days. Hematoma and hemolysis are known risks associated with the impella cp device due to large-bore femoral access and the need for systemic anticoagulation. The event was coded as a serious injury; however, the patient¿s complex and severe underlying condition was considered a contributing factor, and the device was not determined to be the sole cause of the clinical outcome.